Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-10-22. Investigation summary: a device history record review was completed for provided lot number 2104221. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, the affected sample was returned for evaluation by our quality engineer team. Through examination of the sample, the tip was observed broken. Twenty additional retained samples were obtained for further evaluation. The retained samples were inspected and no signs of defect were identified. The material used to manufacture the emerald syringes has been selected and tested to resist normal conditions of use. The assembly machines have an in-line detection system which inspects 100% of product and automatically rejects any broken components. Based on this preventive measure, we believe that the syringe tip may have broken due to some imperceptible damage in the barrel or due to strong conditions during handling or use. H3 other text : see h10.

Event description:
It was reported that syringe 5ml ls emerald had the tip break off. The following information was provided by the initial reporter: " the tip of the syringe broke off in the extender when it was adapted without excessive force.".

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 5ml ls emerald had the tip break off. The following information was provided by the initial reporter: " the tip of the syringe broke off in the extender when it was adapted without excessive force."